Event description:
The facility representative reported an infusor pump to baxter with a condition of "downstream occlusion too high." This condition occurred during bio-med testing. The area where this event occurred is biomedical lab. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted if the device is received for evaluation or additional information becomes available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "downstream occlusion too high". (B)(4).

Manufacturer narrative:
The reported condition of "downstream occlusion too high" was confirmed and duplicated. The root cause was not identified. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).